Event description:
On 3/17/2025, a sales representative reported via phone that an ar-2290 implant system, proximal tenodesis, had an issue during a shoulder biceps tenodesis procedure on (B)(6) 2025. When the surgeon was removing the inserter from the patient after insertion, the implant came out on the suture. It had fallen off the inserter, and the surgeon was unable to get it back on the inserter. The implant button and sutures were removed from the patient in one piece. The complaint device was discarded, and no pictures were taken. Another ar-2290 implant system, proximal tenodesis, with the same lot number, was used to complete the procedure successfully with no harm. There was a slight case delay of under 15 minutes, and it could not be confirmed if additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.